Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): "the drug took and additional 40 minutes to infuse. While opening clamps to ensure there are no air bubbles, drug may run too quickly. Emotional distress to pt and staff. One nurse taken "out of staffing" as it required so much attention" action(s) taken: changed out pump (isolate and send to bioengineering department), followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air, other. Flicked air bubbles. Medication / fluid: paclitaxel. IV rate: 100ml/hr and 330mls/hr. Other details: the drug took an additional 40 minutes to infuse. While opening clamps to ensure there are no air bubbles, drug may run too quickly. Emotional distress to pt and staff. One nurse taken "out of staffing" as it required so much attention. Alarm events: air in line, not visible and unresolved.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed per specification. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.